Event description:
It was reported that the patient experienced elevated blood glucose while using the ilet system after starting steroid therapy; the caregiver changed pump supplies due to concern, and a support agent confirmed no pump errors, faults, or supply issues, with blood glucose trending down slowly. Symptoms included hyperglycemia with a blood glucose level of 250 mg/dl. Outcomes included no alarms and no hospitalization or medical intervention reported. Investigation included customer interview, product-use review, and troubleshooting with education. Investigation of this case revealed no device malfunction and no product performance issue identified. It was concluded that the event was consistent with hyperglycemia related to a concomitant medication and not attributable to device failure; a goodwill supply order was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.